Event description:
Reporter stated that patient obtained back to back blood glucose results of 65 mg/dl and 382 mg/dl. No action was taken based on these results. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.